Event description:
It was reported that upon removal of a filter during a scheduled retrieval, it was identified that a filter arm was missing. The detached filter limb was located in the pt's lung. No attempts to retrieve the detached filter limb were performed. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter has been retained by the user facility; therefore, it is not available for eval. The event investigation is currently underway.